Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server active orders were not appearing for patients on both the server and the medstation. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that active orders were not showing for patient. The technical support specialist (tss) reviewed the patient details and confirmed the patient was discharged. All active orders were discontinued upon discharge, but the current configuration allows orders to remain for 6 hours if readmitted. The tss suspected that the admission settings may have triggered an immediate discontinue message and identified the need to verify this behavior. The tss shared the steps for the undo discharge option and the discontinue orders on readmit setting to help resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server active orders were not appearing for patients on both the server and the medstation. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.